Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd plastipak¿ luer-lok¿ syringe were twisted down the barrel, with some partially missing. The following information was provided by the initial reporter, translated from portuguese: "distorted ml impression on syringe." "Was the reported incident noticed before, during or after use? During (when aspirating, technician noticed that there were not all the ml markings on the syringe). Was there any harm to the patient/health professional? (Detail) no."

Manufacturer narrative:
H.6. Investigation summary: photo received for investigation. Upon visual inspection, scale marking is illegible. Possible root cause is associated with operational adjustments at the start of the equipment and an error during the segregation of this material. Marking adjustments were completed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the scale markings on the bd plastipak¿ luer-lok¿ syringe were twisted down the barrel, with some partially missing. The following information was provided by the initial reporter, translated from portuguese: "distorted ml impression on syringe." "Was the reported incident noticed before, during or after use? A: during (when aspirating, technician noticed that there were not all the ml markings on the syringe). Was there any harm to the patient/health professional? (Detail) a: no".